Event description:
It was reported during a ptca/stent procedure, the pt's right coronary artery had been primary stented contrary to IFU with 4 stents. The pt returned to the cath lab the following day complaining of chest pain. Further angiogram revealed the right coronary artery was found to be totally ocluded with thrombus. Reopro was administered and three additional stents were placed. Reportedly, the pt expired the next day due to a retroperitoneal bleed. Guidant corporation is conservatively filing this event.